Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during sterilization/sanitization for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was taken out of use because of a blurry image. No patient involvement.

Manufacturer narrative:
This is an OEM device. A lot history review is not applicable. The certificate of conformance was reviewed. The vendors confirm that the device serial number conforms to all applicable product specifications. There were no non-conformities observed. (B)(4).

Event description:
The hospital reported that during sterilization/sanitization for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was taken out of use because of a blurry image. No patient involvement.